Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06399. It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead was positioned multiple times with higher thresholds. The physician decided to abandon the right ventricular lead and implant a left ventricular lead. During the same procedure, the atrial lead was positioned twice due to low sensing. After the positioning attempts, it was noted that the atrial lead helix became difficult to retract. The lead was removed and found to have tissue. The physician implanted a new atrial lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.